Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple intermittent malfunction alarms occurred. The customer continue to use current pump for insulin therapy and contact the healthcare provider to obtain alternate insulin therapy.. Customer¿s blood glucose level was 184-251 mg/dl.